Event description:
During an in-house audit of finished goods, portex inc. Discovered a tracheostomy tray that was deformed. This deformation effected the seal for the sterile barrier tray lid and therefore could compromise sterility.